Event description:
It was reported that prior to use with bd syringe 0.3ml 29ga 1/2in the hub separated from device. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about needle/shield separation from the barrel when removing the shield before use.

Manufacturer narrative:
H6: investigation summary: customer returned photos of a 3/10cc, 12.7mm, 29g syringe in a poly bag from lot # 0055935. Customer states that there is needle/shield separation from the barrel when removing the shield before use. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0055935 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertain to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd syringe 0.3ml 29ga 1/2in the hub separated from device. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about needle/shield separation from the barrel when removing the shield before use.